Event description:
It was reported by service report that the scale was weighing inaccurately and the display was blurry. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: scale required calibration.